Event description:
A report was received that the patient developed an infection. Symptoms included rash, redness and itching all over the back area. The patient was prescribed with antibiotics. The physician did not believed that infection was device related and it was during the trial that patient had skin infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted leads were not returned to bsn as they were discarded by the medical facility.